Event description:
The complainant alleged that during biomed testing, the paddle set would caused a "paddle fault" message with any device. The complainant indicated that there was no pt involvement in the reported malfunction.